Event description:
It was reported that the patient's health care provider attempted to do an isotope study yesterday to check the patient's catheter. The aspirated medication was yellow, the health care provider was going to have the medication analyzed. The patient was experiencing withdrawal. The symptoms were vomiting, chest pain, and difficulty breathing, which all started about one week post pump replacement. The health care provider decreased the dosages of hydromorphone and bupivicaine. The patient was placed on oral methadone. The patient's previous pump was explanted on (B)(6) 2011 due to 2 episodes of withdrawal, which were 1 week apart. The patient thought the catheter was kinked, but the testing did not reflect any catheter or pump problems. The patient reported side effects from morphine and prialt. The patient was hospitalized. There, the patient was placed on hydromorphone and bupivicaine. The drugs used in the pump at the time of the event were morphine, hydromorphone, bupivicaine, and prialt.

Manufacturer narrative:
(B)(4).